Event description:
This report was received as part of an international pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates a tubing leak. The event was reported to inamed after PMA approval for the device, however the event occurred prior to PMA approval. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.